Event description:
Additional information information was received that the malfunction happened during routine testing and not during patient use.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly recorded in history. During analysis, the reported issue was unable to be duplicated. Service will replace the downstream occlusion (dso) and upstream occlusion (uso) sensors as a preventive measure. Service also performed preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had a cassette attached error. There were no reported adverse effects.